Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the left ventricular lead exhibited no capture at max output and no sensing. X-ray confirmed that the lead had dislodged into the superior vena cava. The lead was programmed off. Patient was stable and will continue to be monitored.

Manufacturer narrative:
This report is related to MFR number 2017865-2019-04375.